Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) temporarily lost signal to the ilet and then reconnected on its own, consistent with intermittent communication failure associated with the antenna/electrical communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure resolving spontaneously. It was concluded, based on previously established findings for similar reports, that the cause was traced to a transient communication failure and no device malfunction identified.